Event description:
It is reported that the pt was treated with ncb plate and screws due to a peri prosthetic fracture around a total knee. It is further reported that the plate broke requiring a second surgery to remove the plate and insert a retrograde femoral nail.

Manufacturer narrative:
The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be confirming. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication for a product failure. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer, (B)(4), considers this case as closed. (B)(4).